Event description:
Info received indicates the bed exit alarm is not alarming after weight is removed from the sleep deck.

Manufacturer narrative:
The technician found the bed exit sensor strip was sticking. He replaced the bed exit strips to repair the bed.